Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number is unk. The cause for the reported effusion remains unk. Date report submitted to FDA by manufacturer: 12/28/2010. Date the initial reporter provided the information to the manufacturer: 12/02/2010.

Event description:
It was reported during a af ablation procedure using the velocity system, the pt became hypotensive after left atrial geometry had been completed using the cool path catheter. An ultrasound revealed a pericardial effusion, therefore, a pericardiocentesis was performed. Heparin was reversed with protamine. The pt did not stabilize, resulting in asystole and cardiac arrest. CPR and intubation were performed. The pt was taken to surgery and the perforation was found to be in the left atrial appendage. The perforation had already sealed itself. The pt was kept in a hypothermic state over the weekend and has reportedly stabilized.